Event description:
Pt reported the up/down button on the infusion device is defective. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not required treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.